Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
The customer reported that they received questionable results for a total of 5 patient samples tested for ion selective electrode (ise) tests and calcium gen.2 (calcium). Of the five samples, one had an erroneous calcium result that was reported outside of the laboratory. The sample initially resulted as 6.1 mg/dl and this value was reported outside of the laboratory. The physician questioned the initial result and requested for the sample to be repeated. The sample was repeated, resulting as 9.0 mg/dl. The 9.0 mg/dl value was believed to be correct. The patient was not adversely affected. The calcium reagent lot number was 60708301, with an expiration date of 02/29/2016. The field service representative determined that the cuvettes had low rinse volumes. He adjusted the rinse water volumes to specification. He ran a check test and all parameters passed.